Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the patient was burned due to the device arcing.

Manufacturer narrative:
Alleged failure: the energy/heat was "arcing" and heating up on the head and neck of the tool the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the whole tip was not completely submerge in saline during activation, withdrawing the probe during application of power, stack up discrepancy between the outer lumen and tip assembly which all may cause a short circuit due to water ingression. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported the patient was burned due to the device arcing.